Event description:
The customer reported there was a precharge voltage error. This error will prevent the system from booting. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated the connector on the power signal interface board. The system operates as intended.